Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to difficulty charging. The patient's leads were not revised, replaced or removed. Nothing was replaced nor explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was implanted too deep. It was noted that the ipg was no longer working. The physician was unable to check for impedances or other possible issues. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient's ipg was implanted too deep. It was noted that the ipg was no longer working. The physician was unable to check for impedances or other possible issues. The patient will undergo a revision procedure wherein the leads will be replaced.